Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely red and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.